Event description:
It was reported the ultrasonic probe was bent. It was not specified during what type of device usage the event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:additional data:d8, d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attribute to stress related problems, however, a definitive root cause could not be established. It is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.